Event description:
The customer reported via phone call that they had a failed self test alarm with the insulin pump. Customer also stated they were experiencing the alarm multiple times a day. The customer's blood glucose was unknown. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.